Manufacturer narrative:
A full analysis of the data logs has been performed and concluded that the export of the patient folder failed because the overwrite function does not permit to erase read only files. The issue happens if a patient folder with the same name already exists in the intermediate folder or in the usb. The issue experienced will be addressed through the continuous improvement of our product. UDI# : unknown.

Event description:
It was reported that prior to start of surgery, unable to export patient folder from the planning station. Given an error 'an error occurred while exporting patient folder. This operating has been canceled.' Patient data already existed on robot from previous case so this did not cause a delay.